Event description:
It was reported that it was not possible to release the lead from the extension connector. The screws were completely removed and irrigation with water was attempted to reduce the friction with no success. The connector piece between lead and extension had to be cut in order to release the lead. It was noted that electrode #3 was very difficult to detach. After the connection the lead to the neurostimulator, impedance measurements on electrode #3 were > 4000 ohms. Patient was programmed with c (+) to 2 (-) programming and was reported as "doing fine". No patient injuries were reported.

Manufacturer narrative:
(B) (4).